Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, it was noted that the pressure connector was misthreaded. Once identified, the catheter was removed from the controller and rethreaded properly. About one week following the procedure, the patient presented with fever and discomfort and was treated for an intrauterine infection with oral antibiotics. After oral antibiotics were ineffective, the patient was admitted to the hospital for IV antibiotic treatment. IV antibiotics were ineffective for treating the symptoms, so the physician performed an open abdominal hysterectomy on an unknown date. During the hysterectomy, the patient endured ureteral and bladder injuries due to the distortion of tissue from the frank infection. The patient presented positive with group b strep cultures. Currently, the patient is still hospitalized, but expected to be released.

Manufacturer narrative:
(B)(4). The physician was not aware of the patient¿s history of positive gbs during a pregnancy in 2010. No prophylactic antibiotics were given prior to the procedure. Following the procedure, the patient was discharged home the same day in great condition. The patient presented with endometritis on (B)(6) 2013. The pathogen for endometritis was not identified as gbs. The patient was treated with IV antibiotics of ampicillin, gentamycin and clindamycin and oral antibiotics of augmentin and clindamycin. The IV antibiotics were effective, pain reduced, fever subsided and the patient was discharged home on (B)(6) 2013. The patient returned to the hospital on (B)(6) 2013. The patient underwent an open abdominal hysterectomy. The pathology of the uterus showed infection positive for gbs. The physician reported no deficiency or anomaly of the device before, during or after the endometrial ablation and that the device performed as expected during the endometrial ablation. The physician opined that the ablation led to a severe transmural uterine infection. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.